Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at an unknown dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump had been replaced due to a motor stall that occurred on (B)(6) day ((B)(6) 2017). The hcp was performing a bridge bolus on the patient's new pump to raise the patient's concentration from the 500 mcg/ml it was at following the replacement back to the 2000 mcg/ml it was at before the replacement. No symptoms were reported. No further complications were reported.